Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient had the locking cap and assembly screw from the stem implant back out post-operatively.

Manufacturer narrative:
Correction: h6 (device) code. Based on the provided x-rays, the post-operative migration of both the assembly screw and locking cap could be confirmed. The device inspection revealed the following: visual inspection: the returned device shows slight thread wear on the assembly screw and locking cap can be explained by implant backing out. Aside from minor surface scratches and mild discoloration on the proximal body and bone fragments on the distal stem, no significant damage is evident. Moreover, a functional inspection was performed to verify the fitment of the assembly screw and locking cap with proximal body and distal stem, confirming that they fit as intended. However, it is not possible to evaluate the adequacy of the torque applied during the procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the event was caused by improper fitment of the components during surgery. If more information is provided, the case will be reassessed.

Event description:
Patient had the locking cap and assembly screw from the stem implant back out post-operatively.